Event description:
On the day of the event the account reported a hemoglobin (hgb) result of 7.13 g/dl. The patient was admitted to the hospital and the hospital obtained a hgb of 15.6 g/dl. The account stated that there were 8 other patients run at the same time which had low hgb results. Two of the patients were repeated in the hospital with normal results. No repeat data was available on the other 6 patients. There was no impact to patient management.